Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. [Photo review]: in the photos, visual inspection confirms 4 kinks at different points of the device. 3 kinks were located along the shaft at 805 mm, 1020 mm and 1070 mm from the distal end. Under magnification, dry blood residue was visible adhered to the surface of the catheter, distal catheter was intact with no compression or deformation. The 4th kink was observed between the hub and the strain relief. The covering was torn, and the internal structure was visible. A review of manufacturing documentation associated with this lot (31364338) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. The complaint device was received in the product analysis lab on 08-apr-2025. The product evaluation and analysis were completed on 10-apr-2025. The investigation is documented below. Investigation summary: a non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Visual inspection was performed. The hub was noted to be loose. No other damage was found on the device. Microscopic inspection was performed. Under magnification, it was noted that the hub had been subjected to force, which caused the outer plastic layer to fracture, exposing the internal wires. However, the device remained in one piece connected by the internal braided wires. The issue reported that the device was kinked at the hub was confirmed during the inspection. According to risk documentation hub damage during attachment of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub, where excessive force could have been applied, leading to damage to the device. Devices undergo 100% inspection for exposed wire inside the hub during hub injection molding process, and 100% inspection for catheter kinks or damage during catheter loading into hoop. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. A manufacturing record evaluation was performed for the finished device 31364338 number, and no non-conformances related to the malfunction were identified. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, the instruction for use (IFU) contains the following precautions: - before removing the intermediate catheter from the packaging hoop dispenser, rotate the luer on the packaging hoop 90 degrees. - gently remove the catheter and accessories from the hoop and inspect prior to use to verify that they are undamaged. Caution: do not use a catheter that has been damaged in any way. If damage is detected, replace it with another catheter that is not damaged. - do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, when the physician pushed the 132cm cereglide 71 catheter (nic71132c / 31364338), it got kinked at the proximal area near the hub. Continuous flush was maintained. There was no negative impact on the patient. On 28-feb-2025, additional information was received. The information confirmed the target vessel was the internal carotid artery (ica). Per the information, there was no break in the material integrity of the device. On 10-mar-2025, pre-shipment photos of the device were taken and added to the complaint file. On 11-mar-2025, additional information was received. Per the information, the procedure was an adapt (direct aspiration first pass technique) case. ¿it seemed that the thrombus was hardened or had a chronic occlusion, which prevented the wire and microcatheter from passing through the internal carotid artery occlusive lesion. When attempting to aspirate with the cereglide and advancing it, the cereglide seemed to be kinked around the hub area. A force applied was similar to that normally applied to access catheters.¿ the information also indicated that there was no clinically significant delay in the procedure due to the reported issue. No other information can be obtained. The photos were reviewed by the product analysis team. The review is documented below. Based on the review of the pre-shipment photos from 10-mar-2025, the issue reported has been determined to be reportable as a "malfunction."